Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Did not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a right atrial (ra) lead exhibited low, out of range impedance. The lead was capped and replaced on (B)(6) 2019 at the same time as a pulse generator replacement procedure for normal elective replacement indicator (eri). No patient consequences.